Event description:
It was reported to boston scientific corporation that a (B)(4) hydrothermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed (B)(6) 2011 (patient ID and weight are unavailable). According to the complainant, the display screen went blank thirty seconds into the cool down phase. The power was cycled several times, however the display remained blank. The unit continued to run through the cool down step, and the physician manually felt the tubing. When it was cool, the sheath was removed from the patient. Additionally, at the conclusion of the procedure, the cassette was unable to be removed from the console. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Analysis of the returned genesys hta endometrial ablation system control unit revealed it initially failed the functional feature test. The console powered up with blank white video displayed on the screen. The cassette could not be released from the console in this state of operation. To release the cassette from the console, the front enclosure assembly was replaced with a gold standard front enclosure assembly; the cassette was removed from the console by using the user interface controls of the console to release the cassette from the console. The gold standard front enclosure assembly on the console was then replaced with the original front enclosure assembly and retested. The unit then passed the genesys hta functional feature test. No display failures or issues were observed during the retesting of the unit. Additionally, the console was power cycled 20 times, operated continuously (burn in) for 17 hours, and then power cycled 10 more times. No display issues or failures were observed during this additional testing.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed (B)(6) 2011 (patient ID and weight are unavailable). According to the complainant, the display screen went blank thirty seconds into the cool down phase. The power was cycled several times, however the display remained blank. The unit continued to run through the cool down step, and the physician manually felt the tubing. When it was cool, the sheath was removed from the patient. Additionally, at the conclusion of the procedure, the cassette was unable to be removed from the console. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ''fine.''

Manufacturer narrative:
Age at time of event: the patient was reported to be in her (B)(6). Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.